Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched, and they were hospitalized for three days for diabetic ketoacidosis and high blood glucose on (B)(6) 2021. The customer stated they had diabetic ketoacidosis with vomiting and dizziness, shaking and high readings of 525 mg/dl. The customer tested for ketones and it was very purple. The customer was treated with intravenous insulin drip at the hospital. The customer¿s last blood glucose reading was 308 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode at the time of incident. The customer did the troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.